Manufacturer narrative:
Updated sections - h3, h6, h10 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a revision of their right ventricular lead. It was noted that the lead was not sensing or capturing, and under fluoroscopy it was seen that the lead had become dislodged into the superior vena cava. The lead was explanted and replaced, and there were no complications throughout the event. The patient was in stable condition.